Event description:
Description of event according to complainant: device initially placed successfully on (B)(6) 2011. Ureter penetration noted in 2012, causing the patient to return periodically to fluid drainage. On (B)(6) 2014, a primary leg fracture was noted upon a periodic fluid drainage. Filter will not be retrieved. Fractured piece of primary leg is asymptomatic and will not be retrieved. Patient outcome: the patient not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Explant date: according to complainant the filter and fractured piece of primary leg will not be retrieved. The investigation is in progress.